Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following fields: d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer stated that the device was test inflated with air before it was inflated again for the procedure. The balloon bursting was determined to be user error, as the device is single-use and not designed to be inflated more than once. This can be found in the IFU. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the balloon dilatation catheter had the balloon leak. The issue was found during the endoscopic retrograde cholangiopancreatography procedure which was completed with another similar device. There were no reports of patient harm.